Event description:
The customer states that elevated patient results generated by the architect c8000 analyzer were released from the lab and questioned by a physician. The customer provided the following initial and corrected results: initial result, corrected result, albumin-g 4.4, 4.2 g/l; chloride 116, 103 mmol/l; co2 32, 18 mmol/l; creatinine 0.9, 0.8 mg/dl; glucose 152, 120 mg/dl; potassium 4.5, 4.0 mmol/l; t protein 8.6, 7.4 g/dl; urea 16, 13 mg/dl; sodium 166, 142 mmol/l; phosphorus 6.3, 3.9 mg/dl; magnesium 6.7, 2.2 meq/l; calcium 13.2, 9.4 mg/dl. The customer stated that no further patient information would be made available. Upon troubleshooting, the customer found a bent r1 probe and is concerned that no error message was generated as a result. The customer replaced the probe and all controls were within specification. The corrected results were then generated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer found the r1 reagent probe was bent on their c8000 (B)(4). The customer replaced and calibrated the bent r1 reagent probe to resolve the issue. The customer discarded the bent probe. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual contains information to address the customer's current issue. Although the damaged r1 reagent probe caused aberrant results to be generated, the damage was not sufficient to generate any errors. Based on the available information, a product malfunction was not identified. Review of complaint tracking and trending.